Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device was not taking blood pressure. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device was not taking blood pressure. Additional details have been requested. As we are unable to determine if this was invasive blood pressure or non-invasive blood pressure, we are reporting this as invasive blood pressure at this time. The device was in use on a patient and there was no adverse event to patient or user.